Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Supplemental testing revealed that the sound levels of the alarm tones were within specification limits. As a result, the reported event could not confirm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller alarms had "low tones". The controller will be exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection of controller under 10x magnification revealed a hairline crack around power port 1. An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack was not related to the reported event. The root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Supplemental testing revealed that the sound levels of the alarm tones were within specification limits. As a result, the reported event could not confirm. If information is provided in the future, a supplemental report will be issued.